Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that in the ear, nose, and throat department, it was found that the internal sleeve was not clipped onto the patient¿s tracheostomy cannula. An identical device was used as a replacement. No clinical consequences were observed. There was patient involvement. The patient is in ambient air and breathes independently.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.